Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and competitor epicardial leads experienced multiple syncopal events prior to being seen in clinic for a device check. Right ventricular (rv) lead loss of capture was the suspected cause of the patient¿s syncope. Boston scientific technical services (ts) reviewed device data noting there were no obvious signs of any issues. It was noted that auto capture was programmed on with pacing thresholds having increased from approximately 2 v to 2.4 v but remained stable over the course of the previous year; all other measurements were also reported stable and within normal limits. There was evidence of rhythms with high atrial rates stored to the device; however, as atrial tachy response (atr) was programmed off there were no episodes stored for review. Several instances of right atrial (ra) lead noise were also observed that appeared consistent with myopotentials, though it was stated the ra lead was programmed to unipolar pace/sense for which this behavior would not be unexpected. Many pacemaker mediated tachycardia (pmt) episodes were also found with ts suggesting they were not true pmt as the atrial rate continued to be high even after the post ventricular atrial refractory period was extended; recommendations were provided for optimization. The physician elected to perform a revision procedure wherein this pacemaker was explanted and a new transvenous system implanted. The device was discarded following the procedure and will not be returned. No additional adverse patient effects were reported.